Event description:
Additional information was received that the right ventricular (rv) lead was capped to replaced to resolve the event. There is suspected lead damage on the lead as well.

Event description:
It was reported that increased capture threshold and high impedance were detected on the right ventricular (rv) lead. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.